Event description:
Customer reported she went to the urgent care due to a skin rash caused by either the sensor or the overlay taping. Blood glucose value at the time was 125 mg/dl. Customer stated that the rash had spread down her leg and up her arm and she hasn't worn the sensor since. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.